Event description:
Healthcare professional reported "rupture" diagnosed via CT scan. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" diagnosed via CT scan. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed on the device. As per the investigation procedure wear abrasion, deformation and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.